Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was inserted and removed in same surgical procedure because the surgeon could not center the lens. Reportedly vitrectomy and sutures were required during this procedure. No lens was implanted. Additional information was received, and it was learnt that patient was left aphakic and plans are to refer the patient out. No other issues with lens. The procedure lasted for one hour and nine minutes and a maluygin ring was used. Patient is doing better, and patient¿s clouding is improving. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 7/14/2020. Device evaluation: the product was returned. Visual inspection performed under microscope. Lubricating material residues and loose particles can be observed on the lens surface. Both haptics looks slightly distorted. With the information provided and the condition of the product returned the reported issues could not be verified. Based in the analysis the product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The search revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.